Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is an internal manufacturing process issue. Per qsd-000100294 rev 21, standard inspection procedure for shaver, burrs, saw blades, power picks, rasp and handpiece components, visual inspection item 7: must be free of burrs, cracks, obvious scratches, nicks, gouges. Ncr-28975 was initiated to further investigate this issue. The complaint is confirmed based on the customer's attached pictures that display the outer tube window of an ar-9300ds dissector, small hub, 3.0 mm x 7 cm damaged.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5th january 2024, it was reported by an arthrex employee via email that an ar-9300ds, dissector, small hub, 3.0 mm x 7 cm, had a manufacturing problem. This was detected during an arthroscopic ankle and ligament reconstruction procedure on (B)(4) 2024. The procedure was completed successfully as the surgeon decided to use sabre.